Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient presented to clinic with a major infection. The patient had increased purulent drainage and reported fatigue, diarrhea, reported chills and fever. The patient has a chronic driveline infection with (B)(6) and is on chronic suppressive antibiotics. Blood cultures from clinic were positive for mrsa and wound culture was positive for mrsa. CT showed no drainable fluid collection. The patient was hospitalized and changes to medication were made to parenteral antibiotics.